Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: mentor memorygel breast implant, catalog# 3507004bc, s/n (B)(4). Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year-old female patient underwent an unspecified breast surgery with a 700cc mentor memorygel breast implant and experienced leaking implant on an unknown side postoperatively. The right-sided device is reported by default since it is unknown which side is affected. If additional information is received in the future, a supplemental report will be submitted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.